Manufacturer narrative:
It was reported that customer called and stated the backrest clips are no longer catching. The customer stated one day she was sitting it in and the back just fell down, customer stated she was not injured and did not fall. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated

Event description:
It was reported that, customer called and stated the backrest clips are no longer catching. The customer stated one day she was sitting it in and the back just fell down, customer stated she was not injured and did not fall.